Event description:
Discordant advia centaur xp ca 19-9 results were obtained on samples from two different patients. Patient 1: a false low advia centaur xp ca 19-9 result was obtained for patient 1. The patient sample was tested on an alternate method and the result was higher. Repeat testing was performed on the advia centaur xp and the result was similar to the alternate method. Patient 2: a falsely elevated advia centaur xp ca 19-9 result was obtained for patient 2. The patient sample was tested on an alternate method and the results were within the normal range. Repeat testing was performed on the advia centaur xp on the initial sample and an aliquot. The results were elevated. The patient sample was tested on two alternate methods and the results were within the normal range. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. The patient samples are not available for further testing. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."